Event description:
It was reported that there was a device reset which occurred while the patient was traveling by airplane. The device maintained the programmed parameters and remains in use. There were no patient complications reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary - (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. There was power on reset parameters. The device experienced a critical random access memory parity error power on reset on (B)(6) 2012 in location "19 b6". Device should be able to recover from the event and continue normal function.